Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the pancreas to treat a walled-off-necrosis (won) during a procedure performed on (B)(6) 2024. On (B)(6) 2024, during a scheduled removal procedure, a computed tomography (CT) scan was performed, and it was noted that the stent migrated and naturally pass out of the patient. The patient's indication was resolved at the time of migration. There was no patient complications reported as a result of this event.